Event description:
Account alleged the head end brake casters were not working. No injuries reported.

Manufacturer narrative:
Account found the brakes failing to swivel. Account replaced the head end casters to resolve the issue.